Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reports that they have been concerned with their overall oral health, they have concerns about leukoplakia. They have had significant changes that are not normal and have stopped wearing their aligners. Since stopping wearing the aligners patient has noticed some improvement especially at the worst spot that is on their tongue. Patient is to see their pcp asap. Leukoplakia is a medical condition that requires prompt medical attention. These lesions are often premalignant and can develop into cancer. Therefore, the patient should stop using the aligners immediately and see her doctor or dentist for an intraoral examination and biopsy to determine the diagnosis. One of the risk factors is any surface that causes trauma to the oral tissue. The relationship between aligners and leukoplakia is low, but it is still possible and aligners can cause these lesions.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.